Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Product was not returned for evaluation. This report will be updated when the investigation is complete. This event occurred in a foreign country.

Event description:
Allegedly, component was mismatched.